Manufacturer narrative:
The following fields contain new/changed information: g1, g2, h3, h6, and h10. The IFU was reviewed for checks, cautions, and warnings that may be related to the reported issue, the following were found: 7 use caution! The products have only limited strength! Excessive force will cause damage, impair the function and therefore endanger the patient. Immediately before and after each use, check the products for damage, loose parts and completeness. Make sure that no missing parts remain in the patient. Do not use the products if they are damaged or incomplete or have loose parts. 8 checks caution! Be careful if products are damaged or incomplete! Injuries of the patient, user and others are possible. Run through the checks before and after each use. Do not use the products if they are damaged, incomplete or have loose parts. Return damaged products together with any loose parts for repair. Do not attempt to do any repairs yourself. 8.1 visual check: check the products, in particular their distal area, and the accessories for: damage; sharp edges; loose or missing parts; rough surfaces. A full investigation could not be conducted, as the actual device was not returned to richard wolf deutschland (rwgmbh). Three attempts were made to obtain additional information from the institution, but no response was received. This matter is considered closed. However, should additional information become available, a follow up report will be submitted.

Manufacturer narrative:
Rwmic submitting report on behalf of rwgmbh (manufacturer). Rwgmbh considers this case open. The user facility was contacted for further information. Device evaluation is currently pending because the device was not returned to richard wolf gmbh. A follow up report will be submitted upon receipt of new or additional information.

Event description:
On (B)(6) 2019 richard wolf medical instruments corporation (rwmic) received a report from richard wolf gmbh (gmbh) reporting the following: undetected loss of the tip of the medical device in the abdomen. The indication of the lack of the tip was detected after the surgery during the re-sterilization of the device. A direct abdominal x-ray allowed to detect the presence of the tip in the abdomen. Currently patient injury is unknown, questionnaire has been sent to the initial reporter.